Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not MFR infusion sets.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis, and elevated blood glucose levels (498 mg/dl). Reportedly, the customer had a bent infusion set cannula. Customer was treated through intravenous insulin drip. Troubleshooting was performed and pump appears to functioning as expected. Customer was unable to provide infusion set MFR.